Manufacturer narrative:
(B)(4). The customer reported the device was discarded . A root cause for the reported event could not be determined. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.

Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure on the femoral artery after an interventional procedure. Reportedly, the clip did not release correctly. Hemostasis was achieved using manual compression. There was no reported adverse pt sequela. No additional info was provided.